Event description:
Ous MDR - after an implantation time of about 56 months, oversensing with artifacts was reported. The x-ray image suggests an externalization based on the description of the physician. No deterioration of the patient's state of health was reported. This lead was explanted.

Manufacturer narrative:
Only the proximal lead portion was returned for analysis. The distal fragment and the lead tip weren't available for analysis. The lead was probably severed 19 cm distally from the is-1 connector pin with a scalpel. The analysis of the lead revealed the following: external abrasion of the insulation 12 cm distally from the is-1 connector pin and an external abrasion of the rope conduction coating to the ring electrode at the exact same location. The damage indicates significant mechanical stress during the usage of the device. The location and the nature of the external abrasion are characteristical for simultaneously occurring pressure of the lead onto the ICD housing as well as for abrasion of the lead onto the ICD housing. This damage is with high probability the reason for the clinical complaint. Neither the lead analysis nor the analysis of the ICD indicates any manufacturing or material defects.